Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (6 mg/ml) at 0.6327 mg/day, clonidine (600 mcg/ml) at 63.27 mg/day, and bupivacaine (16 mg/ml) at 1.687 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. Other medications that the patient was taking at the time of the event were unable to be obtained. The patient experienced a return of symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done, but it was inconclusive, so the patient was scheduled for a revision. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a catheter revision was completed by the physician on (B)(6) 2016. Csf (cerebral spinal fluid) flow from distal catheter. The physician was unable to aspirate from cap. The proximal catheter was replaced. The cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.